Manufacturer narrative:
The pod was received in the not deployed position. The slide insert and linkage assembly were not fully retracted, while the soft cannula was not visible through the bottom housing window. The download data contained an increase in pulse width reaching timeout values with drive stalls. The pod completed priming, but the cannula was unable to deploy. The pod was rerun and the data was downloaded. During rerun the pod generated an 0x12 alarm, indicating low battery voltage. All battery voltages were measured to be within specification. The ratchet gear had stopped rotating during this time. No timeouts were observed. Drive stalls could not be accounted for since the ratchet gear stopped moving. The drive stall found in the original data prevented the cannula from deploying after priming was completed. Inspection of the needle and drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula being unable to deploy.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.